Manufacturer narrative:
Approximate age of device ¿ 4 days. The device was not explanted from the patient; therefore, no product was available for investigation. A correlation between the device and the reported event could not be conclusively determined. Stroke, neurological dysfunction, and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient did not wake up and was found to have a hemorrhagic stroke. The patient expired on (B)(6) 2018 due to hemorrhagic stroke. The pump was reportedly functioning as intended. No additional information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was very coaguloapathic peri-operatively, requiring massive blood transfusion and factor 7, also on high ionotropic support. The bilateral pupils were dilated on post-operative day 1 with gag/doll/cornea reflex absent. CT brain reported hypoxic ischemic encephalopathy with left temporal lobe hematoma. Assessment by neurologist revealed guarded prognosis in view of absent brain stem reflexes. Mechanical support was terminated on (B)(6) 2018 following extensive discussion and consensus from family as per patient's advanced care plan of not for futile care. The physician concluded that the pump continued to function as intended until the time of death. In the physician¿s opinion, the probable cause for hemorrhagic stroke was coagulopathy. No additional information was provided.